Event description:
The lay user/ patient contacted lfs (B)(4) on (B)(6) 2011 alleging high readings her one touch ultra 2 meter. A medical surveillance specialist (mss) sent follow up questions; however, the customer care advocate (cca) was unsuccessful to get in contact with the patient. The following is classified based on the initial call. The patient mentioned that on (B)(6) 2011 at around 6:00pm, she tested her blood glucose and obtained a result of 71 mg/dl and all of the sudden she lost consciousness. Her husband found her and gave her an emergency injection of 'glucokit which' equates to 40 units of glucose. At an unspecified time after treatment, she regained consciousness and her husband treated her with a 'grape sucker' and soda. The emergency doctor asked her if she wanted to go to the hospital; however, she refused. The physician tested her blood glucose and obtained a 41 mg/dl. Her husband took her to the ER later where the physician was planning to adjust her diabetes regimen. The patient is currently still in the hospital. No further clinical information was provided. The products were replaced. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, a normal reading for the patient, diagnosis in the hospital, how long she was admitted in the hospital and her new diabetes regimen. The complaint is being reported since the patient alleged that due to the high readings, she lost consciousness and had to be treated with 40 units of glucose and food.

Manufacturer narrative:
Follow-up # 1 (10/14/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510 (k) # is k053529.